Manufacturer narrative:
This device was found to be functional within the manufacture specifications. Hematoma are known side effect of eswl.

Event description:
Confirmed hematoma 2 days post eswl treatment.